Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a pinhole. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle and the plastic distal end cover was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. During reprocessing, the distal end, external surfaces, and air/water nozzle was wiped/brushed. The device was returned to olympus for evaluation and the evaluation found water tightness lost due to deformation of grip, foreign material in the control section, the bending angle in the up direction does not meet the standard value due to the wear of the angle wire, the adhesive around the light guide lens and bending section cover had a white clouded area, a deformed suction connector, a corroded suction connector and upward/downward knob, a worn switch 4, a discolored air/water cylinder and connecting tube, a wrinkled connecting tube, a chipped adhesive on the bending section cover, a dirty suction connector due to water leakage, and the play of the upward/downward knob was out of the standard value due to the wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.